Event description:
This spontaneous case was reported by a lawyer and describes the occurrence of perforation ('perforation') in a female patient who had essure inserted for female sterilization. On (B)(6) 2014, the patient had essure inserted. On an unknown date, the patient experienced perforation (seriousness criteria medically significant and intervention required). The patient was treated with surgery (essure removed). Essure was removed on (B)(6) 2019. At the time of the report, the perforation outcome was unknown. The reporter considered perforation to be related to essure. Quality-safety evaluation of ptc: unable to confirm complaint. Based on the available information, a review of our complaint records and other relevant data was conducted; any new and reportable information that becomes available from our investigation will be provided in a supplementary report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of uterine perforation ('perforation/left essure device malposition') in an adult female patient who had essure (batch no. B93877) inserted for female sterilization. The patient's medical history included depression, pelvic pain female, nickel sensitivity, traumatic brain injury, post-traumatic stress disorder, social anxiety disorder, deep dyspareunia, ovarian cyst, vaginal bleeding, foreign body trauma, paratubal cyst, menorrhagia and perforation. Previously administered products included for an unreported indication: paragard iud. On (B)(6) 2014, the patient had essure inserted. On an unknown date, the patient experienced uterine perforation (seriousness criteria medically significant and intervention required). The patient was treated with surgery (diagnostic laparoscopy, total laparoscopic hysterectomy, bilateral salpingectomy). Essure was removed on (B)(6) 2019. At the time of the report, the uterine perforation outcome was unknown. The reporter considered uterine perforation to be related to essure. The reporter commented: right side 4 coils. Left side 3 coils. Diagnostic results (normal ranges are provided in parenthesis if available): pathology test - on (B)(6) 2019: benign 5.5 cm cyst. Two essure coils present. Most recent follow-up information incorporated above includes: on 29-jul-2020: mr received: lot number, medical history, lab data, patient date of birth, reporter information were added. Event perforation nos updated to uterine perforation. We received a lot number in this case. A technical investigation will be conducted, including a batch review, and a review of complaint records and other relevant data; should any new and reportable information become available from our investigation, this will be provided in a supplementary report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of uterine perforation ('perforation/left essure device malposition') in an adult female patient who had essure (batch no. B93877) inserted for female sterilization. The patient's medical history included depression, pelvic pain female, nickel sensitivity, traumatic brain injury, post-traumatic stress disorder, social anxiety disorder, deep dyspareunia, ovarian cyst, vaginal bleeding, foreign body trauma, paratubal cyst, menorrhagia and perforation. Previously administered products included for an unreported indication: paragard iud. On (B)(6) 2014, the patient had essure inserted. On an unknown date, the patient experienced uterine perforation (seriousness criteria medically significant and intervention required). The patient was treated with surgery (diagnostic laparoscopy, total laparoscopic hysterectomy, bilateral salpingectomy). Essure was removed on (B)(6) 2019. At the time of the report, the uterine perforation outcome was unknown. The reporter considered uterine perforation to be related to essure. The reporter commented: right side 4 coils left side 3 coils. Diagnostic results (normal ranges are provided in parenthesis if available): pathology test - on (B)(6) 2019: benign 5.5 cm cyst. Two essure coils present. Lot number:b93877, manufacturing date:2013/11, expiration date:2016/11. Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on 21-aug-2020: quality-safety evaluation of ptc. We received a lot number in this case. A technical investigation was conducted, including a batch review, and a review of complaint records and other relevant data; should any new and reportable information become available from our investigation, this will be provided in a supplementary report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer, and describes the occurrence of perforation ('perforation'). In a female patient who had essure inserted for female sterilization. On (B)(6) 2014, the patient had essure inserted. On an unknown date, the patient experienced perforation (seriousness criteria medically significant and intervention required). The patient was treated with surgery (essure removed). Essure was removed on (B)(6) 2019. At the time of the report, the perforation outcome was unknown. The reporter considered perforation to be related to essure. Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on 27-jul-2020, quality safety evaluation of ptc. Based on the available information. A review of our complaint records and other relevant data was conducted. Any new and reportable information that becomes available from our investigation, will be provided in a supplementary report.